Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently ongoing. The instructions for use identifies aneurysm performation or rupture as a potential complication associated with use of the device.

Event description:
It was reported that during a radial approach to an acom aneurysm, the web was reported to not open completely. The web was withdrawn from the patient, after which a rupture was noticed. The aneurysm was coiled successfully. The ventricles were reported to be clear. The procedure was continued without incident and the patient is expected to recover.

Manufacturer narrative:
Device evaluation summary: the investigation of the returned web system found a kink at the gold connector and the implant was fixed into its collapsed shape by a foreign substance consistent with coagulated blood. After dissolving the foreign substance, the web did not conform to specifications governing the implant shape and appeared asymmetrical. Performance testing was successful in introduction, advancement, and deployment through the via17 returned; however, the web shape was still outside of the specification ranges. This small amount of out-of-specification web asymmetry would not have foreseeably contributed to the rupture of aneurysm. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.